Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing UDI (di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg location and the device was relocated (reference MFR report: 3008829311-2017-00057), however the patient continued to have pain at the relocation site. The patient was admitted to the hospital and surgical intervention was undertaken. An infection was found at both the original and relocated ipg sites. The system was explanted and the patient was placed on antibiotics. Cultures were taken, however the manufacturer was not provided with the results. Follow-up information received indicated the patient was discharged from the hospital, the infection had resolved and the patient is being monitored by an infectious disease practitioner.